Manufacturer narrative:
Analysis was performed by philips software technical support specialist. The results of the analysis were that the reported issue of incorrect rhc calculations was not caused by a malfunction of the philips hemodynamic system or intellivue x3. Rather, the customer was unable to perform accurate thermodilution cardiac output (tdco) measurements, because they were experiencing difficulty obtaining the required inline injectate temperature probe and supporting accessories following changes in product availability and distribution. Philips technical support confirmed compatibility of the intellivue x3 cardiac extension tdco functionality with compatible apm-bd (formerly baxter-edwards) temperature probes and consumables. The customer was provided with validated alternative ordering information, including compatible part numbers and supplier contact information, to obtain the required temperature probe, syringes, and related supplies. Internal review also confirmed that the temperature probe housing must be sourced through getinge due to a known portfolio gap. After the customer was provided with the appropriate procurement guidance and compatible replacement parts. No evidence of a device malfunction affecting calculation accuracy was identified. The complaint was closed with a permanent resolution after the customer was provided with an effective solution.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that right heart catheterization (rhc) calculations are incorrect. The device was in use on a patient at the time of the event. There was no adverse event reported.